Manufacturer narrative:
Evaluation summary: the balloon returned with an unidentified guide catheter and a guidewire loaded in the inner lumen. Kinks were visible on the hypotube and distal shaft. The balloon material had detached 1.2cm distal to the proximal balloon. The balloon material was jagged and uneven at the detachment site. The remaining detached portion of balloon material did not return for analysis. The inner lumen was severely stretched distal to the proximal balloon bond. The inner lumen was necked onto the guidewire; it was not possible to remove the guidewire. The proximal and distal marker bands had moved due to the stretching on the inner lumen. The tip material was stretched and damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified and very tortuous lesion using a euphora balloon. Device was inspected before negative prep. The physician noticed a markerband was missing under flouro and pulled everything out. It is not clear if it dislodged. It is reported that the balloon looked like it had torn. It was reported that the balloon was inflated beyond rbp to 18atm. The procedure was completed using 3 resolute stents. No patient harm reported.